Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. The lens was later intraoperatively removed and replaced for a shorter length lens and the problem was resolved. Cause of the event is unknown.